Event description:
Patient had a left total hip (B)(6) 2018; returned (B)(6) 2018 for a left acetabulum revision with same surgeon. When examining a hematoma at the it band, a small plastic piece (retained object) was noted and removed. It was identified as the tip of a stryker interpulse. The surgeon is confident that the retained object did not warrant the need for the second surgery. There were no signs of infection. Surgeon did disclose to the patient.